Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ablation for metastatic wilm¿s disease, the ceramic tip fell off while removing the antenna from the patient. The tip remained inside the patient. No surgery done to remove the tip. The doctor was planning to do an MRI on the patient.